Manufacturer narrative:
A ge rep did not evaluate the system. Customer cleared the fault with a new power supply provided by the vertical lift power supply field modification.

Event description:
The customer reported the vertical lift is not responding to commands. No pt injury was reported.